Event description:
Caller reported advantage system blood glucose results of 111 mg/dl, 103 mg/dl, 278 mg/dl, 137 mg/dl and 487 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.